Manufacturer narrative:
Review of the device history records of lot 1012 cs was conducted. There is no non-conformance associated with this lot number. Investigation of the returned port: on the septum, we noticed two access holes of needle. So it seems that the customer tried to flush in the port two times with no success. Connected the system and realized a flush test with water. We had no difficulties to flush test with water. We had no difficulties to flush in the port so we conclude that the returned port and catheter are not obstructed. On the septum, we noticed two access holes of needle. So it seems that the customer tried to flush in the port two times with no success. We opened the port and examined the internal face of the septum. We could not observe the traces output of the needle from the septum. It seems that the needle was not enough pressed in the septum to reach the port chamber during the implantation. (B)(6) (B)(6) 2010. Conclusion: the review of the device history records and the investigation of the returned port showed no non-conformities. The failure seems to be due to a bad handling. However, without the returned needle, we could not exclude the hypothesis that the needle was occluded. Without definitive cause of such defect, a corrective or preventive action will not be opened. Cpp will continue monitoring for additional occurrences of this type of incident.

Event description:
The customer reported "placed the port in the pt and flushed it before they closed it and it would not flush, removed the item and replaced." Additional info - the customer returned the port and a portion of the catheter. The procedure was completed with another of the same device. No info available as to whether there were pt complications, pt condition or the anatomy location for the procedure. As received, there did not appear to be any blood on the port. As received, the catheter had trace amounts of what appeared to be blood on the outside and when cleaned, what appeared to be blood flushed out from the inside.